Event description:
It was reported that the fenestrated maryland bipolar instrument is broken. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that recognition and engagement passed and the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Engineering also observed the distal end of the main tube has a single deep scratch with material removed. The scratch is .150 inches long and perpendicular to tube axis. Based on the location and appearance, the scratch is most likely due to an instrument collision. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.